Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The returned pump was inspected and there were no abnormalities. The 5s parameters were within range and the pump passed the light continuity test. No problem was found as the root cause of the optical signal issue. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted in a patient for circulatory support. While on support there was a placement signal unreliable alarm. The staff disabled the alarm and support with the implanted pump continued uninterrupted. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.